Manufacturer narrative:
Info was not provided by the initital contact. Info anticipared, but unavailable at this time.

Event description:
It was reported that during a bi-lateral salpingo oophorectomy procedure, the tissue pad partially separated from the clamp arm on the device. The case completed by tying. There was no patient consequence.